Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 8 months. (B)(4). The explanted device was returned for evaluation. The lvad pump was returned assembled with the percutaneous lead cut approximately 2.5¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the rotor upon disassembly of the pump revealed a small thrombus formation surrounding its bearing ball. The slight concentric layering and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. Although a specific cause for the development of the observed depositions could not conclusively be determined through this evaluation, it could have contributed to the patient¿s hemolysis symptoms and changes in pump parameters. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the available segment of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on 05/27/2016, the patient reported symptoms of severe fatigue, poor stamina, shortness of breath, and a description of their bowel movements as being darker than normal, but not black. The patient was admitted that evening and heparin was initiated. It was reported that pump powers were elevated to 8-10 watts, estimated pump flow values were elevated to 8-12 lpm, and pulsatility index was decreased from the patient's baseline. A ramp study showed no changes in the left ventricle dimension despite changes in speed. Laboratory tests results from an outside hospital indicated a lactate dehydrogenase value of approximately 3846 u/l. The plasma free hemoglobin was not provided. On (B)(6) 2016, the patient's hemoglobin level was found to have decreased from 8.8 g/dl to 7.2 g/dl. The patient underwent a pump exchange on (B)(6) 2016. No further information was provided.